Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Without a lot number, a review of the mfg records could not be conducted. Additionally, no product was returned for eval. At this time it cannot be determined whey the reported migration occurred. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt: it was alleged that in (B)(6) 2012, the pt was implanted with a bard ventrio mesh. Subsequently, the pt complained of persistent pain which was attributed to scarring. On (B)(6) 2013, the pt underwent explant of ventrio mesh, which was all allegedly "found to have migrated and was embedded in her pelvic lining."